Event description:
After bone cement hardened, the 1-2/11mm insert, was not able to effectively mount on the baseplate. Baseplate was the 2 right. Cleaned the soft tissue around the baseplate several times, tried to mount several times, still failed. Consideration of patient safety, changed a 1-2/9mm insert to complete the surgery, the joint was slightly loose. 12mins delay.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A lab analysis indicated that the exact cause of the anterior lock detail deformation and anterior surface scratches and deformation could not be determined from the investigation of the device. The posterior lock detail appears undamaged. There were no observations of material or manufacturing deviations in the course of this investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed part. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.